Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow up for an unrelated liberty select cycler alarm, a contact for this peritoneal dialysis (pd) patient reported the patient was hospitalized for an unspecified infection. There was no specific allegation the event was related to a deficiency or malfunction of any fresenius product or device. Multiple attempts were made to acquire further details concerning this hospitalization; however, no additional information was obtained. As a result, the source and nature of this infection, medical intervention(s) required, hospital course and patient demographics remain unknown. Upon review of the information provided by the patient contact in the follow up, it was reported the patient presented to the outpatient clinic on (B)(6) 2024 due to the inability to drain during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The outpatient clinic initially suspected the source of the patient¿s inability to drain involved peritonitis (diagnosis not confirmed) and antibiotics were given prophylactically. When the patient presented to the outpatient clinic, they were unable to be drained by clinic staff. This prompted an emergency department visit leading to a hospital admission. At the time of the follow up, the diagnosis could not be determined, and the patient remained hospitalized. Upon follow up with the patient¿s pd registered nurse, it was reported the patient had a dialysis related complication, but it had nothing to do with the machine or any of their dialysis supplies. Additionally, it was stated [the infection] was unrelated to their machine or any other cause for concern. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s infection and hospitalization.

Event description:
During follow up for an unrelated liberty select cycler alarm, a contact for this peritoneal dialysis (pd) patient reported the patient was hospitalized for an unspecified infection. There was no specific allegation the event was related to a deficiency or malfunction of any fresenius product or device. Multiple attempts were made to acquire further details concerning this hospitalization; however, no additional information was obtained. As a result, the source and nature of this infection, medical intervention(s) required, hospital course and patient demographics remain unknown. Upon review of the information provided by the patient contact in the follow up, it was reported the patient presented to the outpatient clinic on 25/jan/2024 due to the inability to drain during continuous cyclic pd (ccpd) therapy on the liberty select cycler at home. The outpatient clinic initially suspected the source of the patient¿s inability to drain involved peritonitis (diagnosis not confirmed) and antibiotics were given prophylactically. When the patient presented to the outpatient clinic, they were unable to be drained by clinic staff. This prompted an emergency department visit leading to a hospital admission. At the time of the follow up, the diagnosis could not be determined, and the patient remained hospitalized. Upon follow up with the patient¿s pd registered nurse, it was reported the patient had a dialysis related complication, but it had nothing to do with the machine or any of their dialysis supplies. Additionally, it was stated [the infection] was unrelated to their machine or any other cause for concern. No further information was provided.